Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report of unintended material on the IV catheter was confirmed; however, the source and composition of the material could not be determined from the photograph that was provided for investigation. The photo showed material on the external surface of the IV catheter tubing near the tip. The needle was not present within the IV catheter. Due to the sample condition shown in the photo and without the physical sample, the origin of the material could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Event description:
There is a black particle on the end of the plastic catheter. It almost looks like an insect, but the customer couldn't say for sure. It is well adhered to the catheter. The was a contaminated item in the box of catheter. 9/25/2025 additional information: the occurrence was noted on (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.